Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: device evaluation: on investigation, the keypad was torn and peeling off the pump, there was a crack in the battery compartment with moisture inside the battery compartment, a hole in the audio bolus button cover with moisture leakage and unresponsive audio bolus button.

Event description:
The pump was returned for investigation. Investigation revealed a keypad issue, a case/condition issue and an audio bolus button issue with moisture ingress. This report is made based on results of investigation completed on (B)(6) 2017.